Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator had a blank screen during patient use.a blue led was lit followed by a blinking yellow led with no audible alarm. The unit was swapped with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: most likely this was an epc black screen during use case caused by die crack due to mechanical stress caused by particles in the conductive paste. The issue was resolved with another mainboard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.